Event description:
It was reported by the affiliate that the (4) er320 were used during an unknown procedure with an unknown surgeon. It was reported that the instrument fired intermittently. The time that has lapsed is approximately six months and there are no other details available. The instruments were forwarded from an old territory rep to a new one. There was no pt consequence. The lot number m4d53r device was reported as having staples that did not advance. The m4da7y devices had one device with a jammed stapler, one with poor stapling and no advancement and one which would not fire after 4 staples.